Event description:
It was reported that the customer's insulin pump's screen was scratched. The customer's blood glucose level was 136 mg/dl. Standard troubleshooting was performed. The customer stated that the screen was difficult to read because of the wear and tear scratches. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, scratched reservoir tube window and a stained end cap sticker.